Event description:
The following is a recap of the progress to date regarding the telemetry drop out issue. Background: we have been experiencing dropout on the ge telemetry patient monitoring system for some time. Based on the calls we received, the drop out seemed intermittent and random in terms of timing, duration and effected floors/units. In most cases the duration was brief (< 10 minutes) and typically had resolved itself by the time biomed responded to the call. These instances were reported to ge and in some cases ge came on site to investigate but could find no issues with the system. After several instances in the second half of 2011, the hospital biomed and ge increased their efforts to identify the cause of the drop out. In the case of the hospital biomed, this involved use of procuring special equipment, software and training on the equipment. Using this equipment, we were able to document that there was a source of interference impacting the l band frequencies in which the telemetry floor system operates. The challenge then was to identify the source of interference. Due to the seemingly random and intermittent nature of the dropout issues this was akin to the needle in the haystack. The hospital biomed initiated an intensive system monitoring and testing protocol investigating various potential sources of interference (portable equipment, telemetry communications systems, hvac systems, etc). Findings: via the daily system monitoring, we observed that the interference was occurring at a much higher rate than we had previously understood. These instances were very brief and often did not impact the unit frequencies (l band) or result in telemetry dropout. We determined a method for locating the source and ultimately found that it was telemetry boxes (transmitters) themselves that were the source of interference. Specifically, it seemed that a telemetry box in a low battery state was the source of interference. We have confirmed this on several occasions. Throughout the course of our investigation we have been in contact with ge and relaying our findings. Ge is working to determine the root cause of this issue. They state that no reports of this type of issue have been received from other sites using the l band telemetry system. Next steps: 1) hospital biomed has obtained loaner telemetry boxes and sent telemetry boxes exhibiting the issue to ge for analysis and testing. 2) hospital biomed has identified the following steps for clinical staff to mitigate the telemetry box low battery state. Important telemetry box use and storage info: do not store the telemetry boxes with the batteries inside. Use new batteries for each patient. Change batteries as soon as indicated by telemetry box led or change battery alarm at the central/decentral station. 3) our cardiovascular (cv) team technicians will be checking the telemetry box storage drawers during rounds and removing batteries from any stored boxes. 4) biomed plans to report the issue and our findings to the appropriate bodies (FDA-maude, medsun, ecri). Manufacturer response for transmitter, physiological, carescape t14 (per site reporter).====================== the manufacturer is working with us here at the hospital to attempt to figure out the issue.